Manufacturer narrative:
Field service engineer (fse) contacted customer and found the system was making images in fluoro. The system made images in all modes, and according to customer, system is now working normally. Service call was cancelled.

Event description:
Customer reports that during an undetermined urology procedure, the system would not fluoro. Physician completed the procedure using only endoscopy. Customer had no pt or procedural information to provide, other than to say the pt was fine. No reported injury.